Event description:
During a coronary stent procedure, the physician was attempting to primary stent a calcified lesion and was unable to cross the lesion. While attempting to retract the delivery/stent device back into the guide catheter, the stent started to dislodge. The entire system including the guide catheter was removed without incident. The procedure was completed with another express2 stent. No patient injuries or complications occurred.